Event description:
A physician reported that her pt presented with constant pelvic pain approximately 1 week following an essure micro-insert implantation procedure. Medication was given to the pt to manage the pain, but the pt continued to experience pain 2 months post essure procedure. A CT scan revealed a perforation with 1 micro-insert in the pelvis. The other micro-insert appeared to be in a satisfactory location. A laparoscopy was performed on the pt. A perforation was discovered during the laparoscopy procedure in the pt's left fallopian tube and the micro-insert was seen protruding from the tube slightly; a salpingectomy was performed and the micro-insert was removed. The physician states she was unable to locate the second essure micro-insert during laparoscopy. The pt continues to experience pain and the physician plans on another attempt to retrieve the second micro-insert. The doctor believes that the micro-inserts are directly related to the pain the pt is experiencing.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.